Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and excess fluid. Additional details were obtained through follow-up with the patient¿s pd clinic. The patient was admitted to the hospital on (B)(6) 2025 with a diagnosis of hypotension and altered mental status. The cause of the patient¿s condition was not provided. There was no documentation pertaining to a diagnosis of any fluid issues. It is unknown if the patient was in active treatment at the time of hospitalization. The reported peritonitis event was hospital acquired. No hospital records were available due to the patient still being hospitalized at the time of follow-up. There were no culture results available, or information related to antibiotic therapy. The exact etiology of the peritonitis event is unknown. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and excess fluid. Additional details were obtained through follow-up with the patient¿s pd clinic. The patient was admitted to the hospital on (B)(6) 2025 with a diagnosis of hypotension and altered mental status. The cause of the patient¿s condition was not provided. There was no documentation pertaining to a diagnosis of any fluid issues. It is unknown if the patient was in active treatment at the time of hospitalization. The reported peritonitis event was hospital acquired. No hospital records were available due to the patient still being hospitalized at the time of follow-up. There were no culture results available, or information related to antibiotic therapy. The exact etiology of the peritonitis event is unknown. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in processing. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of hospital acquired peritonitis, but it is unknown if the patient was utilizing fresenius product(s) during the hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of these products. Additionally, there is no allegation of a device malfunction or deficiency, or defect reported for this event. It was reported that this was hospital acquired peritonitis, but the etiology was not provided. No culture results were available. Patients on pd are exposed to additional risks associated with hospital admission that predispose them to develop peritonitis. Furthermore, there is increasing evidence that hospital-acquired peritonitis (hap) is associated with poor patient outcomes. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s hospital acquired peritonitis. As for the diagnosis of hypotension and altered mental status, there was no cause attributed to either of these issues. There was no allegation of a cycler malfunction or deficiency associated with these diagnoses. There are many causes for a patient to be hypotensive, including cardiac conditions, medications, or fluid loss. There are also multiple reasons the patient could have experienced an altered mental status. Without further information, it cannot be speculated whether or not either diagnosis was related to peritoneal dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the cycler can be excluded as the cause of the patient¿s hypotension and altered mental status.